Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: bad image due to vertical lines on image. In addition, new damages/defects were observed: distal fiber breakage, scratches on distal edge, and minor cracks on side of video connector and light transmission failure. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had bad image. The issue was noted during preparation for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had bad image. The issue was noted, during preparation for an unknown procedure. There were no reports of patient harm associated with the event.